Event description:
A customer reported to beckman coulter (bec) hotline support that their unicel dxc 800 pro synchron system leaked onto sample tube caps and sample racks while processing samples. There was no report of operator injury or adverse effect as a result of this event. The operator wore gloves and a lab coat while operating the instrument. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument and confirmed a leak from the cap piercer blade wash drain. The fse cleaned the cap piercer elbow fitting drain port, drain valve and drain line quick disconnect fitting to the hydro-pneumatic compartment to resolve the issue.